Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the unit started causing interference on a monitor and emitting a burning odor. The surgeon opted to complete the procedure using a competitor's device instead. There were no significant delays or pt complications reported as a result of this event.